Manufacturer narrative:
During the subsequent site visit, the architect c4000, serial number (B)(4), instrument logs were reviewed by the field service engineer (fse). The error code 0550 [cuvette washing not completed, hardware failure, or user pressed stop] were noted prior to washing cuvettes, which could have caused contamination. The customer was notified that whenever the instrument is stopped by a user, a cuvette wash must be performed. After troubleshooting by the fse, all verification procedures passed and controls were within customer defined ranges. Precision performed on the magnesium assay with 20 reps cv=1.7%. Is within defined abbott claims. A review of tickets determined that there is no increase in complaints for magnesium, lot 45722un18, and no trends were identified for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the clin chem magnesium, lot 45722un18.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium (mg) results on two patients generated on the architect analyzer. The results provided were: on (B)(6) 2019 pt#1 = 7.8mg/dl / 2.1; pt#2 = 6.41 / 2.03mg/dl (normal range 1.3-2.3mg/dl). There was no reported impact to patient management.